Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain and it was getting worse. The stimulator helped but was hoping with some adjustments it might help the pain that the patient was experiencing. The stimulator was for the patient¿s lower back and right leg. The stimulation was providing stimulation to both legs, but the patient was experiencing a great deal of pain and it felt like it was in both the right and left hip. The patient had seen the healthcare provider (hcp) regarding the pain. They had done some testing and they thought the right and hip pain could be arthritis. The patient would like to meet with a manufacturer representative for adjustments to see if it would help the pain. Additional information received from the patient on 2018-02-13 reported that the stim was not hitting the right spot. The patient's stim had been adjusted numerous times which have helped but not fully. A replacement surgery was scheduled for (B)(6)2018. The patient was going to get their ins and leads replaced, and put in new positions. It was noted that the stim had helped the right leg and some of the back. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the doctor said the "leads" needed to go up higher on the spine by approximately two inches. The new stimulator was surgically installed on (B)(6)2018. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their ins provided most of the coverage, but particularly did not provide coverage in their lower back. They indicated that their ins was removed due to normal battery depletion. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the stimulator was installed in (B)(6) 2009, and it was now reflecting that it was about to end/turn off. A new stimulator was being installed on (B)(6) 2018. The doctor believed if he installed a new stimulator and moved the leads up one inch, this may help. The patient also stated even though there was one area that was not reached, it had truly helped their right leg and did provide some comfort to their lower back. The patient reported in 2009 they weighed (B)(6)., and in 2018 they weighed (B)(6). No further complications were reported/anticipated.